Manufacturer narrative:
Product ID 8709, lot# j11325r16, explanted: 2014 (B)(6); product type catheter product ID ne u_unknown_cath, lot# unknown, explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the pump found no anomaly.

Event description:
It was reported that the pump device was explanted on 2014 (B)(6) it was reported that the patient had developed cellulitis over pump pocket. Patient was diagnosed on 2013 (B)(6) after examination and palpation. It was noted that it was related to device or therapy and ¿possibly related¿ to the implant procedure. Symptoms included redness and erythema over pump pocket. It was noted that the patient had dental work a month after replacement and developed cellulitis shortly thereafter despite instruction not to. The pump was explanted on 2014 (B)(6). Severity was reported as ¿moderate.¿ the pump system was delivering hydromorphone. The event resolved without sequelae on 2014 (B)(6).